Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable was replaced during the service call. There was no further repair info available.

Event description:
The customer reported that the system intermittently had no image. No pt injury was reported.